Manufacturer narrative:
A software analysis was performed. It was determined that the software malfunctioned causing the reported event. Concomitant medical products: other relevant device(s) are: product ID: m728894b233. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that when booting up the navigation system for an upcoming case, the system was displaying an efi shell error. It was noted that the ssd was recently upgraded. Manufacturer representative performed a couple hard reboots and was able to get to the software log in. Manufacturer representative proceeded through the software screens to ensure it was functioning. No patient present. It was reported that the issue was likely caused by a software glitch during the boot up process and that the system needed to be shut down and restarted.